Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m9212e. The device was returned in good visual conditions. The device was tested with both generators and was functional. The instrument was disassembled and it was found to have thermal damage at the shrouds. The thermal damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation at the interface with the blade and the handpiece. When the instrument is not properly attached to the hand piece, it is possible to fail the pre-run test, resulting in an alert screen. However, this was not seen during our testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the instrument got very hot and did not cut/seal. Unknown how case was completed. There were no adverse consequences for the patient.